Event description:
It was reported that, "feeling pain, swelling and can't walk anymore without a cane. Had to go on disability because of his knee. It aches and he can't bend his knee at all. He constantly needs to have a straight leg."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Additional info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.